Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation and confirmed the reported problem. During testing, the handpiece exceeded manufacturer temperature specifications in the collet area. Upon further inspection, foreign debris was found in the grease used to lubricate the motor bearings. This debris prevented proper function of the handpiece, as it caused friction in the motor bearings, which led to overheating of the handpiece. The concomitant bur guard in use at the time of this event was not returned for evaluation. The user facility follows the manual instructions for testing and monitoring for overheating during use. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating is noted, discontinue use and return the equipment for service. Do not use. Overheating can cause serious injury to the pt or operating room personnel.

Event description:
The customer reported that during use of this drill in oral surgery, it was slowing down, making a strange noise and overheated. The user felt the heat in the bur guard area, discontinued use and obtained another device to complete the surgery. There was no report of injury or surgical delay related to this event.